Event description:
Physician was performing a bronchoscopy on a patient to suck out secretions. During the bronchoscopy, staff noticed a small black ring in the airway and questioned whether patient had inhaled something. The small ring was retrieved by suctioning through the bronchoscope. Once out, the staff realized that the black ring was the tip of the bronchoscope. Another scope was obtained and physician looked in the airway and noted that no other foreign bodies were seen. Scope had previously been repaired by a third party service provider, cardinal(carefusion)approximately 2 weeks previously for a damaged insertion tube and returned to facility a few days before this bronchoscopy procedure.the 3rd party service provider, cardinal/carefusion, was called, and they came to our facility to pick up the scope and the ring that was removed from the patient lung for evaluation and determination as to the cause.